Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Based on the results of the quality investigation, the nose bearings were contaminated with foreign debris. Debris within bearings may cause friction, which can lead to heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to the buildup of debris within this device. The drill attachment could not be repaired and therefore, will not be returned to the customer.

Event description:
It was reported that during a lumbar spinal procedure, the drill attachment heated up. Backup equipment was used to complete the procedure, without causing a clinically significant delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.